Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient developed a left groin retroperitoneum bleed after a 6f exoseal vascular closure device (vcd) was released and manual compression was held for six minutes. The patient was then transported to the interventional suite where an aortic enhancement computer tomography (CT) was performed and found blood in the left groin and retroperitoneum, which was considered to be bleeding from the puncture site and unsuccessful blockage. The patient was immediately given manual compression on the left femoral artery puncture to stop the bleeding. At the same time, the patient was given "ichthyosin static" antagonist heparin, norepinephrine pumped to raise the pressure, and the blood routine was checked urgently, haemoglobin was 83g/l, and the patient was given blood transfusion and rehydration to expand the blood volume. The product was used to occlude the left femoral artery puncture site after the patient's coronary intervention. Additional information was requested but not provided. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the patient developed a left groin retroperitoneal bleed after a 6f exoseal vascular closure device (vcd) was released and manual compression was held for six minutes. The patient was then transported to the interventional suite where an aortic enhancement computed tomography (CT) scan was performed and found blood in the left groin and retroperitoneum, which was considered to be bleeding from the puncture site and unsuccessful blockage. The patient was immediately given manual compression on the left femoral artery puncture to stop the bleeding. At the same time, the patient was given ¿ichthyosin static¿ antagonist heparin, norepinephrine was pumped to raise the pressure, and the blood routine was checked urgently. Hemoglobin was 83 g/l, and the patient was given a blood transfusion and rehydration to expand the blood volume. The product was used to occlude the left femoral artery puncture site after the patient¿s coronary intervention. Additional information was requested but not provided. The device was not returned as previously expected for evaluation. A retroperitoneal hemorrhage is a known potential complication after a percutaneous procedure, and is listed in the instructions for use (IFU) as such. A retroperitoneal hemorrhage refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a back-wall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pvd that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the information available for review, it is not possible to determine what factors may have contributed to the retroperitoneal bleeding reported. However, patient and procedural factors are likely. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The precautions section in the IFU indicates that ¿serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g., participation in an exoseal closure device training program. The IFU also cautions, ¿do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Do not use the exoseal vcd to close vessels with multiple punctures or posterior wall puncture.¿ per post procedure patient management, the IFU states, ¿observe that the puncture site is dry when light, non-occlusive pressure is released. Apply an appropriate sterile dressing to the puncture site. Assess the insertion site, as per hospital protocol. Ensure that the site remains clean and dry.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.